Manufacturer narrative:
Result of investigation: the most probable root cause is a defect of the camera head cable causing image noise and disconnection message because no or incorrect signal is transmitted. This is possible by regular using of the camera head and can be determined as wear. Because no product return, the root cause determination is just a guess of the investigator. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that flickering and camera getting disconnected during procedure a few times. No negative impact in state of health reported.